Event description:
The hospital emergency room staff attended to a patient who had coded. The device was used to administer a countershock to the patient. A second countershock was attempted but the unit allegedly failed to discharge. Athird attempt was made with the same results, the unit allegedly failed to discharge. A backup defibrillator was made available and used. The patient's outcome was not reported. The hospital risk manager indicated that the device did not cause or contribute to a death or serious injury and a medwatch report would not be submitted by the hospital. This opinion was based on an assessment of the patient's lack of viability and the prompt use of a backup defibrillator.